Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during service, the ventilator would not power on. The ventilator was not in use on a patient at the time of the event.